Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer. System operates as intended.

Event description:
Customer reported, the system will not boot. No patient injury was reported.